Event description:
Pt with severe head injury, providers were attempting mild hyperventilation with etco2 about 29 and got an abg with a paco2 of 51 which was wrong. Pt was vented to an etco2 of 22-23 and abg showed etco2 of 41, which was confirmed with a stat lab paco2. Issue: potential calibration not wnl without indicator of red or yellow light/green all panels.